Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Additional narrative: no flow condition not confirmed. Visual examination of the unit showed no signs of blockage that could have caused the reported condition. Flow was readily observed at the luer when the multirate module was set at 5ml, 7ml, and 12ml flow rate. A batch review has been conducted which revealed product met all acceptance criteria for release. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to baxter (B)(4) that one (1) ce multirate infusor lv5 experienced a no flow before patient connection. This event occurred prior to patient involvement. There was no patient injury or medical intervention. No additional information is currently available.